Event description:
It was reported that the pump alarmed continuously while connected to the patient. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were all intact upon receipt. An error code was found in the ehl (event history log). The customer reported issue was not duplicated during the investigation. Root cause of the reported issue is unknown however, an error code found in the event history log could cause the reported alarm. Recommended that the downstream occlusion sensor be replaced as preventive action. The product is beyond 18 years from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service in the previous 8 years and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Other, other text: b5: additional information received on 6-sept-2022 via email attached in complaint object: the patient came into the clinic and we switched pumps out; the infusion is chemotherapy treatment; the device issue did not cause or contributed to patient or clinical injury, it was just interruption of therapy for a period of time; no medical intervention was provided; when the pump was exchanged there was no further problem; patient information updated; the patient did not receive medical treatment over-the-counter; the outcome of the event - the pump was sent to be repaired; the event was resolved. H6: event problem and evaluation codes: updates not required. Device evaluation: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: correction: d4: model number: 6400.